Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the filter perforated the vena cava wall and a detached filter limb in the renal vein was irretrievable. The patient allegedly experienced serious and life-threatening physical injuries that required extensive medical care and treatment; however, the current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later post filter deployment, a computed tomography angiogram of chest was performed for chest pain. The study showed that no evidence of pulmonary embolism was noted. After three months, patient presented with the complaints of back pain. After two days, a computed tomography angiogram of chest was performed which showed pulmonary emboli are noted in the lower lobes bilaterally left greater than right. After two weeks, a computed tomography angiogram of abdomen and abdominal aorta was performed which showed inferior vena cava filter was noted. There was local filling defect in the inferior vena cava consistent with thrombus extending from the right common iliac vein. The inferior vena cava thrombus that extends above the inferior vena cava filter and extending to the level of the left renal veins. Above the level of the left renal vein no thrombus or local filling defect was noted. An x-ray abdomen was performed which showed inferior vena cava filter was noted with tip at l2-l3 level. On the same day, patient was planned for new filter insertion procedure for deep vein thrombosis and pulmonary embolism. Through the right jugular vein approach, a bard suprarenal g2 x inferior vena cava filter was deployed and noted to probe in the midline. Fluoroscopic images of abdomen were performed which showed two vena cava filters are noted with one at l2-l3 and the other at t11 level. After two days, an x-ray abdomen was performed for abdominal pain radiates to the right side of back. The study showed that two filters were noted with the upper inferior vena cava filter superior tip overlying the right transverse process of l1. After three months, a computed tomography angiogram of chest was performed which showed no evidence of pulmonary embolism. After four months, a computed tomography angiogram of chest was performed which showed negative for pulmonary embolism. After one week, a computed tomography of abdomen was performed which showed dual filters were noted in the inferior vena cava. One limb of the inferior vena cava filter extends into the left renal vein. After four months, a computed tomography of abdomen was performed for pain. The study showed that inferior vena cava filter was noted in place. After one year, a computed tomography of chest was performed which showed negative for pulmonary embolism. After two months, an x-ray chest was performed for shortness of breath. The study showed that a metallic density overlying the left lung base which has and appearance most consistent with a strut from a previously placed inferior vena cava filter within a left basilar pulmonary artery. After one month, a lung perfusion scan study was performed for shortness of breath. The study showed that normal pulmonary perfusion scan. After one year and five months, a computed tomography angiogram of chest was performed which showed negative for pulmonary embolism. After six months, a computed tomography angiogram of chest was performed for chest pain. The study showed that negative for pulmonary embolism. An x-ray chest was performed which showed a linear foreign body was again noted overlying the left lower lobe. After ten months, a computed tomography of abdomen and pelvis was performed for left lower abdominal pain. The study showed that two inferior vena cava filters were noted. The superior most filter originates extraluminally, just anterior to the infra-hepatic and supra-renal portion of the inferior vena cava, at the approximate level of the upper pole of the right kidney. Numerous legs or prongs appear to project or extend through the walls and lumen of the inferior vena cava and into the adjacent abdominal aorta, right renal vein, and right renal parenchyma. After nine months, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that two inferior vena cava filters were noted. The prongs of the filter located more superiorly extend outwards through the inferior vena cava valve and into the parenchyma of the left kidney as well as in the abdominal aorta. The prongs of the more inferior placed inferior vena cava filter extend pass the vena cava and into the surrounding pericaval fatty tissues. After seven months, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that no evidence of pulmonary embolism or acute abnormality. An x-ray chest was performed which showed a linear foreign body was again noted overlying the left lower lobe. After seven months, a computed tomography of abdomen and pelvis was performed which showed two inferior vena cava filters were noted again which are unchanged in position. The superior filter begins at the top of l1, and the inferior filter begins at the top of l3. Multiple struts of both filters are again noted to extend extraluminally. The left strut of the superior filter was again seen protruding into the superior aspect of the abdominal aorta. Multiple right struts of the superior filter are again seen extending to the right renal vein. Some of the right sided struts appear to extend extraluminally outside the renal vein as well. A posterior strut of the inferior filter extends into the l4 vertebral body and left lateral strut of the inferior filter extends along the posterior aspect of the aorta, unchanged. After eleven months, patient was presented for filter retrieval procedure. Through the right internal jugular vein approach, a wire was advanced into the inferior vena cava. A catheter was inserted through the sheath and digital subtraction venography was obtained. Vena cavogram was performed which showed no thrombus within the filters or venous occlusion. The images demonstrated fractures of two struts of the suprarenal inferior vena cava filter. Using a rigid alligator forceps, the suprarenal filter and infrarenal filter were carefully dissected from the caval wall and ultimately extracted into the sheath using the forceps. Finally, the two fractured struts of the suprarenal inferior vena cava filter were carefully dissected and extracted into the sheath using the forceps. Post removal venogram of the inferior vena cava and the left renal vein showed no evidence of immediate complication. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter limb detachment and filter migration. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2,g3. H11: b2, d1, d4, g1, h6(patient, device, method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, struts detached and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The struts detached and retained in ureter; however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not returned for review. Therefore, the investigation is inconclusive for a detached filter limb and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the filter perforated the vena cava wall and a detached filter limb in the renal vein was irretrievable. The patient allegedly experienced serious and life-threatening physical injuries that required extensive medical care and treatment; however, the current status of the patient was not provided.